Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker determined the battery became depleted due to the continuous beeping but could not determine the cause of the continuous beeping. This device was archived by stryker. The cause of the reported issue could not be determined.